Event description:
It was reported that a peritoneal dialysis (pd) patient got peritonitis. Per the patient, they were careful and stated that the doctor thought their body could not handle the therapy. Additional information has not been provided. Knowledge of the peritonitis was obtained from a customer experience survey in which the patient chose to remain anonymous. As such, written or telephonic follow-up was not possible.

Manufacturer narrative:
Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette, and the serious adverse event of peritonitis. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Given the anonymous reporting of the serious adverse events, an inability to obtain additional information precluded a more comprehensive investigation. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler and fmc cassette cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the lack of information (e.g., definitive causality, treatment data, medical records), the liberty cycler and fmc cassette cannot be excluded from having a possible causal or contributory role in the serious adverse events. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient got peritonitis. Per the patient, they were careful and stated that the doctor thought their body could not handle the therapy. Additional information has not been provided.